Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements around 2,000 ohms and high threshold measurements. It was indicated a new rv lead was attempted to be implanted, but due to an obstruction in the subclavian vein, the procedure was not able to be completed. A procedure was scheduled to implant a new rv lead and device on the right side of the patient. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.

Event description:
Information was subsequently received that this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain further information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). It was indicated this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.